Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt balloon burst on the vasoview hemopro 2 when it was being inflated with air. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to the maquet cardiac surgery for evaluation. A supplemental report will be submitted if the device is received. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. (B)(4).